Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. A cuff miss occurs when the needle travel path (trajectory)is not correct when the user deploys the proglide device. A cuff miss can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. Needle trajectory can be influenced by manufacturing. The manufacturing process includes a process to verify the needle travel path (trajectory). The needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper trajectory during deployment. A sample is taken for destructive lot acceptance testing to verify the quality of the lot build this includes functional verification. Needle trajectory can be influenced by user technique. The instructions for use (IFU) provides the preferred techniques to assure the successful delivery of the suture. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident. The user was reportedly trained in the use of the proglide device. There in no indication of a user technique influence to the reported incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as scarring, calcification and/or tissue mass, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. Reportedly, the vessel was heavily calcified. The proglide IFU special patient population section states: safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible. There is an indication that anatomical conditions may have influenced the reported event. The cause of this incident is related to the operational context of using the device in a calcified vessel. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device after an interventional, peripheral procedure. Reportedly, after suture deployment and the needle plunger was retracted a cuff miss occurred. The device was removed and a second proglide device was used to achieve hemostasis. It was also reported that during the interventional procedure and prior to the arteriotomy closure a hematoma was visible. No medical intervention was performed to treat the hematoma prior to the arteriotomy closure. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. A 7fr sheath was used. The physician is reported to be trained in the use of the proglide device no additional information was provided.